Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant, the tip of the lead could not extend. The atria lead was not implanted, and was replaced with a different lead. No patient complications have been reported as a result of this event.